Event description:
In 2008, a doctor reported to pentron clinical technologies that a feldspathic porcelain restoration seated using breeze cement had cracked and required medical intervention to replace. Subsequently, he reported 27 additional incidents of cracked restorations.

Manufacturer narrative:
The instructions for use of the breeze dental cement indicate that the use of feldspathic porcelain containing restorations is contraindicated for seating with this product. The doctor reported that he had not read the contraindication regarding feldspathic porcelain in the instructions and had been regularly using the breeze cement to seat felspathic porcelain restorations for the past year. New restorations were fabricated to replace the cracked crowns without any further incident. All patients are doing fine. It was determined that the cause of the reported incident was due to the use of a contraindicated technique because the doctor did not follow the instructions for use. This is the eighteenth MDR report of the twenty-eight incidents reported.